Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. During inflation of the balloon, it ruptured at 6 atms. The number of inflations and to what atms is unknown. The procedure was completed with another maverick2 monorail balloon. No patient complications were reported. Patient's condition is listed as "good."